Manufacturer narrative:
Catalog number- requested but unknown. Lot number - requested but unknown sg3+. Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. Method- visual inspection is based off the retention samples, no failure detected is based off the retention samples. Result: no testing methods performed is based off the sample, no results available snice no evaluation performed is based of no sample. The lot number is unknown for this complaint. The following are potential lot numbers and expiration dates for the reported product code: potential 1" needle: 160716d, 160708d, 160715d, 160720d; 1.5" needle: 160711d, 160524d, 160420d, 160714d, 160716d; 2" needle: 160709c, 160407c, 160718c, 160615c, 160712c, 160718c, 160804c. The actual device has not been returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of the user facility information, and the retention samples of the involved potential lot numbers. Visual inspection revealed no defects. Retention samples were evaluated for adhesive hold and cannula stiffness test and all samples were compliant per iso 9626. A review of the lot history files was conducted with no findings. Prior to shipment, qc conducts outgoing visual, functional and sensory inspections and all samples for the complaint lot passed. The investigation results verified that the retention sample was the normal product. Without the return of the actual device the exact cause cannot be definitely determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that on (B)(6) 2018 the patient went to receive his dose of 400mg abilify maintena however; the needle broke and was unable to get his dose. The outcome of the needle break is unknown. The patient impact in unknown. Additional information received on 3/06/2018: the patient was hospitalized on an unknown date, it was unknown if the patient received the injection in the hospital. On an unknown date the patient went to get an injection and the needle broke it is unknown if the patient ever got the injection.